Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on and mesh was implanted concurrently with total laparoscopic hysterectomy, bilateral salpingo-oophorectomy with savinci robot, and cystourethroscopy; due to urodynamic sui. It was reported that the patient underwent mesh removal on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to vaginal mesh erosion with sling contracture and stress. (B)(4).